Event description:
Per phone communication from hosp, a cordis webster orthogonal electrophysiology catheter was used in an electrophysiology study that progressed without difficulty until the physician removed the catheter from the coronary sinus. The physician reported resistance upon removal from coronary sinus. Pt was nonsymptomatic throughout procedure. A chest film confirmed that a small fragment was imbedded in the right atrial wall. Surgical consult revealed that removal of fragment was/is not indicated. Pt remains symptom free per hosp report. Fragment presumably is a single platinum electrode from catheter. One of the surface mounted electrodes may have been compromised by the exterior rim of a tube used to package the catheter inside the mylar tyvek pouch.